Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The pump was tested three times for volumetric accuracy with a rate of 250ml/hr and 25ml tested in specification with results as follows: 1st test: 24.8ml or 99% of expected volume, 2nd test: 24.9ml or 99% of expected volume, 3rd test: 24.8ml or 99% of expected volume. In a follow up call to the facility, the reporter was not available per the nurse manager. The nurse manager on duty at the time was unable to provide any additional information. The pump's operational log was reviewed. Since the day of the event was not known, the log review was performed for the last day of infusion activity prior to the complaint being received. The last day of infusion was (B)(6) 2013.